Event description:
It was reported that the balloon burst. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed via alternative method. There were no patient complications reported.